Manufacturer narrative:
Patient information was not made available from the site circ nurse reporting. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, circ nurse, alleged that while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly became unresponsive. Re-booting the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.